Event description:
According to the complaint the customer experienced hb value measured lower than in the lab and matches not the patient conditions. No adverse events reported. Parameter thb, unit g/dl, discrepant measurement , 5,8, comparison measurement10,1.

Manufacturer narrative:
Investigation is finalized, with the conclusion that the product did not malfunction, and the root cause was traced back to the user. Hence, this incident does not meet the criteria of a reportable MDR now.